Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation.

Event description:
It was reported that during da vinci-assisted transabdominal preperitoneal umbilical hernia repair procedure, a fragment from the black part of the universal seal broke off inside the patient. The surgeon successfully retrieved the piece, and the procedure continued as planned.